Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred since the customer received the pump. The customers blood glucose (bg) level was not impacted due to the occlusion alarms. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. In addition, the customer reported to have received incomplete bolus alerts after attempting to deliver a bolus. Customer states to have received this alert at least 2 times a week since beginning on pump. The customers bg level was impacted (255 mg/dl). The customer took a correction bolus via the pump to stabilize bg levels. It was indicated that the customer received incomplete bolus alerts as a result of not completing the bolus requests.